Event description:
Allegedly, qs director received a call from a patient, for some reason patient has been experiencing pain. Additional information on date 05/10/2023 allegedly, the patient has pain, and has been revised from the cocr neck to the ti neck. Patient stated had fretting, but her cocr levels were not too elevated based on what the doctor told. Products not revised: dspcgb48 product ID: dynasty pc shell lot# 1417042 qty: (B)(4) dlxpgb28 product ID: dynasty poly liner lot# 1567743 qty: (B)(4) pls0r413 product ID: profemur renaissance stem lot# 1550698 qty:(B)(4).

Event description:
Allegedly, qs director received a call from a patient, for some reason patient has been experiencing pain. Additional information on date 05/10/2023: allegedly, the patient has pain, and has been revised from the cocr neck to the ti neck. Patient stated had fretting, but her cocr levels were not too elevated based on what the doctor told. Additional information on date 08/23/2023: allegedly, device failed due to corrosion at the neck-stem junction. Revision could not be confirmed: part ID: dspcgb48 dynasty® pc shell 48mm group b, lot: 1417042, qty: 1.

Event description:
Allegedly, qs director received a call from a patient, for some reason patient has been experiencing pain.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.